Event description:
The Customer reported communication error code during reprocessing involving an Olympus Gastrointestinal Videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to Olympus for inspection and the reported allegation was not confirmed . Based on the results of the investigation, A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.